Manufacturer narrative:
Insulin pump passed all functional testing. Insulin pump received with no battery installed. Insulin pump received with minor scratches on lcd window and scratched reservoir tube window. Data analysis: the download history file begins with several alarms and then an unexpected restart alarm. Daily totals details from (B)(6) 2012 listed the daily total insulin 0.00 u. There is no data listed for the dated of (B)(6) 2015. The insulin pump was reset to factory default. Insulin pump then was monitored for 24 hours with no unexpected alarms noted. Insulin pump had an alarm in alarm history screen due to corrupted history files.

Event description:
It was reported that the customer passed away suddenly, while at work. The cause of death was heart attack. The customer was wearing the insulin pump at the time of death. The customer's blood glucose at the time of death was 200 mg/dl. The customer was using sensors but was not wearing one at the time of death. The caller was unable to verify the insulin pump information because she did not have the device at the time of the call. She agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The additional information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.